Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.5 years post initial right tka, the 61 y/o female patient had an elective swap of a recalled poly. The patient was revised to a exactech device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device is not available for evaluation due to hospital does not allow to returned the device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g the revision reported was likely the result of tibial insert prosthesis wear. Possible causes of the observed polyethylene wear include inclusion of the polyethylene in the packaging recall, third body wear, patient-related factors, orientation of the components, and/or any combination of these possibilities. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.